Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records could not be reviewed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that her blood glucose (bg) levels were low on (B)(6) 2017 at 10:00 am. The patient attempted to treated low bg levels with a banana, juice, and cherries. Shortly after and while the patient's bg levels were still low, the patient got up to walk and fell down two sets of stairs, breaking her wrist and shattering her elbow. The patient believed the low bg levels caused patient to fall. The patient was subsequently hospitalized and further received surgery on (B)(6) 2017. The patient was also prescribed antibiotics due to infection received as a result of the surgery.